Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (516 mg/dl) and the cause was unknown. Customer delivered a bolus via the pump to address the issue. System check was performed with tandem technical support and no anomalies were found. Customer tested blood glucose at the end of the report and blood glucose had improved to 324 mg/dl. Recommendation was made for customer to consult with healthcare provider for diabetes management.